Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. During the system check it was determined that the customer had missed a meal bolus, resulting in their bg increasing. The customer went to the emergency room and was subsequently hospitalized. Customer could not recall how the bg was treated. Reportedly, the customer was released on (B)(6) 2026 with no permanent damage.